Event description:
The reporter stated that he has gotten the er1 message. He stated that he thought it was something he had done wrong, and 'just kind of thought' that it meant his blood sugar was high. He reporter that the confirmation dot showed a dark blue, and that he had also seen 'hi' on the meter. He did not seek medical attention or allege harm.